Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2018. Two weeks later, the patient was seen by the surgeon and was found to have asymmetry of the maxilla as well as dislocation of the right tm joint. The surgeon was able to reduce the dislocation and realign the maxilla and the mandible.

Event description:
The patient's right tmj implants became dislocated, and the surgeon repositioned the mandibular component in order to reduce the dislocation.